Manufacturer narrative:
Concomitant medical products: product ID: 3487a-45 lot # v287781, implanted: (B)(6) 2009, product type: lead; product ID: 3487a-45, lot # v287781, implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that electrodes 1, 2, 8 were greater than 10,000 ohms. It was unknown what could have led to the issue. The rep reported that it could possibly be the extensions. The patient was not currently using the electrodes. The issue wasn¿t resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.